Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device displayed a "status 56" error upon power-up. The complainant indicaed that there was no pt involvement in the reported malfunction.